Event description:
It has been reported that during the procedure the physician attempted to deflate the occlusion balloon and it would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the patient. The physician attempted to deflate the occlusion balloon and it would not respond when required. The physician pulled the inflated occlusion balloon into the tip of the guide catheter and it deflated. The patient is reported to be fine.